Event description:
CUSTOMER REPORTED THAT A SAMPLE FROM A KNOWN PATIENT WITH ANTI-K WAS RUN ON THE GALILEO AND THE 2 CELL SCREEN PRODUCED NEGATIVE RESULTS.

Manufacturer narrative:
"Reactivity of the K antigen was confirmed on retention Capture-R Ready-Screen (I and II), lot X238.2_Cell testing was performed on an in-house Galileo with retention Capture-R Ready-Screen (I and II), lot X238, using customer'sreturned patient samples. The samples were nonreactive with both cells.Hemagglutination tube testing was performed with customer's samples using Panoscreen I, II, and III. ImmuAdd was used aspotentiator. Testing was performed at IS, 15'RT, 15'37C, and IAT. Samples exhibited very weak reactivity at IAT only with Cell I(K+ Donor) and was nonreactive with K- Cells II and III. The event appears to be releated to the nature of the samples."